Event description:
Although the arterial vascular engineering stent is not indicated for treatment of ostial lesions, a 3.0mm diameter x 9mm length arterial vascular engineering micro stent ii was successfully placed at the target lesion in the ostium of the circumflex coronary artery. The deployed stent was post-dilated with a 3.0mm diameter non-compliant ptca balloon. Upon removal of the non-compliant ptca balloon from the stent, it was noted by the observing physician that the balloon was not completely deflated, resulting in migration of the stent into the left main coronary artery. The pt went to surgery. There was no additional clinical sequelae reported relative to the event.